Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The vessel was pre-dilated with an 8x60 mm armada percutaneous transluminal angioplasty (pta) balloon. The 10.0x60mmx135cm absolute pro vascular self expanding stent system (sess) was advanced and was unlocked; however, the wheel operated as normal at first, and then began to bind up at which the point the physician was uncomfortable trying to force it anymore and stopped. The tight angulation on the aortic bifurcation was referenced and it was thought that maybe the outer sheath over the stent was being constricted by the distal end of the procedure sheath. No visible deployment was seen in the artery. Only once the device exited the sheath was the partial deployment seen. Once the device was pulled back into the procedure sheath is when it is possible that the stent partially deployed, although this was not seen on the image while still in the sheath, just noticed on withdrawal from the sheath. A new absolute pro vascular sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. Reportedly, the device was being used to treat a lesion in the superficial femoral artery. It should be noted the instructions for use states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. In this case, it could not be determined if using the product off-label contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely caused by case circumstances. Based in the reported information, it is likely that a shaft kinked over the tight angulation on the aortic bifurcation which likely caused restriction between the shaft lumens, resulting in the inability to rotate the thumbwheel and deployment failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.